Event description:
The technician alleged that the head will not lower using the cardio pulmonary resuscitation function. No patient impact.

Manufacturer narrative:
The technician found the cardio pulmonary resuscitation cable was bound at the pulley near manual cardio pulmonary resuscitation engagement. The technician unbound the cardio pulmonary resuscitation cable to resolve the issue.